Manufacturer narrative:
Complaint of overheating and shutting down could not be reproduced. Product passed functional testing including power cycling during 6 hour burn-in. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No overheating or power loss occurred during 6 hour testing. All live video outputs (composite, s-video, hd-sdi, etc...) Functional. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. No containment or corrective actions are recommended at this time. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that (B)(4) camera control unit got very hot and shut off. This was found during testing and there was no procedural involvement.